Manufacturer narrative:
The device history record (DHR) for lot 416069x indicates that units were produced on 06/07/2014 with no issues found in samples inspected from the lot and there were no issues detected in the samples inspected from the needles produced on the machine that went into this lot. Maintenance records (both corrective and preventive) and calibration records for the assembly machine were reviewed and there were no issues. All scheduled maintenance and calibration activities were completed on time. There had been no process or material changes related to the reported condition for this product in the 12 months prior to production of this lot. Process monitoring data for the assembly machine was reviewed and there were no issues. A review of the machine setup was conducted and there were no issues. The assembly machine was observed in its current condition and there were no issues. There were 244 unopened samples and 1 opened sample returned with this complaint. The opened sample was functionally tested and failed to lock. The 244 unopened samples were tested for shield function per procedure and there were 3 failures. The reported condition is confirmed. Examination of the failed units showed they all had shields from this mold. The cannulae on 3 of the failed units were tested for stiffness per procedure. Examination of the failed shields showed that they had the wrong locking tabs for the 25 x 1 1/2" needle. The locking tabs caused the cannulae to bend away from the shields instead of locking into them. It was determined the root cause of the issue was the installation of an incorrect steel latch insert in the cavity of the mold. This mold is the only mold utilized to produce the 1 1/2 inch shields for 25 gage product. The mold has an exclusive steel latch insert for the 25 gage 1 1/2" product. A regular 1 1/2 inch steel latch insert was mistakenly

Event description:
On (B)(6) 2015, it was found during inspection of a representative samples returned from the customer where the customer stated that the safety shield is not staying locked when engaged. Installed into the cavity. The difference in the part is not easily detectable by eye and is identified with a different part number. Several potential causes were reviewed and two were found to be the causes of an incorrect steel latch insert to be installed. The mold repair technician installed an incorrect steel latch insert by mistake (root cause of this incident). The latch insert was not labeled correctly (label not readily legible). A visual inspection of the incorrect steel latch insert revealed that the labeling or identification on the part was not clearly visible. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples of each lot are physically tested for shield function. A complete shot from the mold is dimensionally verified at each mold set with an automated program on smart scope or vertex measuring equipment. The lot met all defined acceptance requirements and was released. A corrective and preventive actions was opened to resolve the problem. The following actions have been identified to resolve and prevent the recurrence of the nonconformity: the mold was removed from the molding machine and moved to the tool room. It was disassembled and the correct steel latch insert was installed in the cavity. An inventory and review of the mold parts for all mold families in the magellan tool room will be completed. The review will establish which parts are interchangeable and whether all parts have legible identification. All parts without legible identification will have the identification laser etched to a legible size. Parts that are interchangeable will require additional identification both on the part and at the mro storage bin. The identification will raise awareness to the technician that the part is interchangeable. Present awareness training for all tool room personnel. Changes to maintenance procedure and maintenance form to require 2 mold technicians to verify replacement parts for molds prior to installation. It was determined that flash on the parts could cause an erroneous dimensional reading of this critical part. The automatic reading of this dimension will be removed from the program and replaced with a manual reading. This information will be utilized for trending purposes to determine the need for additional corrective actions. The production department will be notified of this incident with a copy of this complaint response. This complaint will also be used for trending and tracking purposes.